Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that at various times, but almost always when he laid down or bent back to look up as the circumstances that led to the shocking/zap. The patient reported that he turned down the intensity by using the remote. Additional information was received from the patient on 2019-07-29. The patient reported that when he laid down or bent back and looked up, sometimes it just happened, especially when he first turned it on or change the programming. The patient reported that he was to meet with a manufacturer¿s representative (rep) and they would set up adaptive stimulation. The issue wasn¿t yet resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported patient felt tingling a lot, and sometimes it felt like shock or zaps from an electrical outlet. It was noted stimulation event reported was related to positional movement, patient stated it happened every time they lay down. Patient services (pss) reviewed to discuss with the healthcare provider (hcp) and to possibly have adaptive stimulation set up. No further complication and events were reported.